Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation by the left ventricular (lv) lead. Diagnostic testing/ troubleshooting was performed. The lead was capped and left in place. A replacement lead was implanted. No further patient complications have been reported as a result of this event.